Manufacturer narrative:
Qc results within 24 hours of the questionable results were acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer returned the test strips for further investigation. The returned test strips were tested using a retention meter and control lot 90100577 expiration 31-mar-2021. Control ranges: level 1 30 - 60 mg/dl, level 2 261 - 353 mg/dl. Results: level 1 43 mg/dl, 47 mg/dl, and 46 mg/dl, level 2 313 mg/dl, 311 mg/dl, and 320 mg/dl. All returned results are within an acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results from two accu-chek inform ii meter, serial numbers (B)(4). At 11:35 am the glucose result from a capillary sample from meter serial number (B)(4) was 230 mg/dl. At 11:35 am the glucose result from a capillary sample from meter serial number (B)(4) was 412 mg/dl. At 11:43 am the glucose result from a capillary sample from meter serial number (B)(4) was 187 mg/dl. The glucose result of 412 mg/dl was not believed to be correct. The result in question was reported outside of the laboratory.